Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon was inserting an aa4204vl silicone single piece lens and the lens tore. There was patient contact but no injury.